Event description:
On 03/26, we have been informed about an injury of a pt at (B) (6) hospital, (B) (6). The date and nature of the surgery is still unk to us. A non-monitoring dispersive electrode (model ro01b30) and a electrosurgical generator (no model has been revealed) were used. It was reported to us that a female pt was burnt during the first re-use of the dispersive electrode. Two photos of the burn were provided. However, it is not possible to estimate location and size of the burns. No info of the size and the degree of the burn, how it was treated afterwards, how the skin was prepared, the orientation of the electrode, the lot number of the electrode, the generator model, the power setting used could be obtained so far.

Manufacturer narrative:
As neither a lot number, samples or other further info have been made available to us despite of repeated requests, no analysis could be performed. However, the burn clearly was the result of a user error as the user did not follow the IFU and did re-use a single use device. The IFU states: "do not re-use the neutral electrode". It is impossible to judge the quality of a dispersive electrode after its use. If re-used electrical and/or adhesive properties might be insufficient.